Event description:
It was further reported that the lbb lead exhibited further increase in thresholds. It was further noted that the ra lead exhibited rising and high thresholds, diminished sensing, sensing warning and an atrial lead position check failure. The lbb and ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left bundle branch (lbb) right ventricular (rv) lead exhibited gradual rise in threshold and high threshold. It was noted that the physician is aware of the gradual increase and is monitoring for now. No further intervention required at this stage. It was further reported that the right atrial (ra) lead exhibited undersensing of atrial fibrillation (af) with atrial pacing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.